Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 38 mg/dl at the time of incident. The customer declined troubleshooting for low blood glucose events. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information that provided date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect event date. The correct event date is (B)(6) 2019.